Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency visit on (B)(6) 2019. The customer¿s blood glucose was 371 mg/dl at the time of incident. The customer experienced symptoms such as nausea, confusion, large amounts of urine ketones. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer also reported that the customer uses the auto mode feature. The insulin pump will not be returned for analysis.